Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0295651. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing to indwell the intravenous indwelling needle for the patient, he discovered that the tail of the indwelling needle was leaking during the process of venting. So immediately replace the indwelling needle for the patient's intravenous insertion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter there was leakage. The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing to indwell the intravenous indwelling needle for the patient, he discovered that the tail of the indwelling needle was leaking during the process of venting. So immediately replace the indwelling needle for the patient's intravenous insertion."